Event description:
The balloon did not inflate. The dr commented that the inflation lumen was occluded. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event-rpt'd 1/22/97. Pt's current status: unk rpt'd 1/22/97.